Event description:
It was reported the right ventricular (rv) lead had 'instability' of the pacing and sensing parameters within less than a week post implant. The pace/sense portion of the rv lead was capped and replaced and the high voltage portion of the rv lead remains in use. It was noted the patient is part of the advance iii clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was undefined resistance with the daily pace impedance trend data show no impedance measurements for the day of (B)(6) 2012.